Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt. The vessel size was 3.5mm, however the physician inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted the stent delivery catheter. The physician was placing the stent and noticed that the occlusion balloon had deflated unexpectedly. The pt's blood flow became slow.